Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of backbone (telecommunications). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the universal cord. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the inspection for use, the rigid video laparoscope exhibited abnormal image. There were no reports of patient harm.